Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h6(investigation type, investigation findings & investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able confirm the issue. The fse replaced the 2500 hour maintenance kit. The unit passed all functional and safety tests.

Event description:
It was reported during a routine check performed by customer, the cs100 intra-aortic balloon pump (iabp) unit is displaying autofill failure alarm. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.